Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and experienced low flow since the pump was not flushing properly. The issue was resolved by replacing the coolflow pump. Additional investigation was performed to obtain clarification to the event and it was informed that the issue was found before the procedure when flushing the catheter at 60 cc; however, the procedure was continued since a solution flow was present. It was also noticed that the system didn¿t displayed an error message and did allow ablation during the issue. The procedure was completed without patient consequence. This event is being reported because there is no warning message when the irrigation pump is delivering low flow and this could potentially contribute to a significant adverse event. The investigational analysis has been completed. Complaint was duplicated. Re-calibrated unit fixed the issue. Unit is ready for use. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and experienced low flow since the pump was not flushing properly. The issue was resolved by replacing the coolflow pump. Additional investigation was performed to obtain clarification to the event and it was informed that the issue was found before the procedure when flushing the catheter at 60 cc; however, the procedure was continued since a solution flow was present. It was also noticed that the system didn¿t displayed an error message and did allow ablation during the issue. The procedure was completed without patient consequence. This event is being reported because there is no warning message when the irrigation pump is delivering low flow and this could potentially contribute to a significant adverse event.

Manufacturer narrative:
A) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). C) bwi concomitant products used: product name: thermocool® smart touch¿ bi-directional navigation catheter: us catalog #: d132704, lot #: 17184481m. Product name: thermocool® smart touch¿ bi-directional navigation catheter: us catalog #: d132704, lot #: 17184481m. (B)(4).